Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the mesh was implanted. It was reported that no traceability label has been identified on the device used in surgery of patient. It was also reported that the tags that came didn't have the rms label.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/24/2020. Additional information: h3 evaluation: one photo was provided for analysis. Upon visual inspection of the picture, only one side of box of product was observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the picture, it could not be determined what may have caused the reported incident.